Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations found by fa team: the ring inspection of the endoscope cable integrated connector found that the connector exhibited discoloration. The endoscope was visually inspected and found with minor cut(s) to the endoscope's cable insulation. The endoscope was evaluated and placed on a diagnostic tester for functional testing. The light leakage test was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a 30-degree endoscope was not shifting from 30 up to 30 down. The horizon was off. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon was off on the 30-degree endoscope, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.